Event description:
It was alleged that dr was performing a ventral hernia repair on an obese pt when the picture was lost on the monitors; it was cycled back on and then switched to an open procedure. Procedure was completed with no pt impact. Hosp contact stated that the decision appeared to be due to a combination of factors; the complexity of the procedure and the fact that the 3 monitors had gone down twice.